Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported against right side "patient wants to replace the prostheses by non allergan ones, due to the recall and fear of bia-alcl" and "discomfort." Patient's representative later reported "swelling", "19 ml of serous fluid around the breasts was aspirated" and "periprosthetic capsule wall with mural fibrohyalinization moderate lymphocytic infiltrate with formation of lymphoid aggregates associated with giant cell reaction (silicone) and deposition of hyaline material on the capsular surface." The device was replaced.